Event description:
It was reported that a patient experienced pain and heat radiating from the implantable neurostimulator (ins) pocket four days prior to report. It was stated that there was ¿on and off¿ swelling and redness at the pocket site. It was stated that the patient had neither used nor recharged the device since (B)(6) 2008. It was stated that the ins ¿felt different,¿ as the patient reportedly could feel the edge of the ins which was causing irritation. There was no known cause related to the event and patient reportedly was not active at work. It was later reported that the patient had seen her primary healthcare provider (hcp) and it was stated that the patient was diagnosed with cellulitis over the battery ¿that could have contributed to the condition she has there.¿ it was stated that ¿the patient did not want to charge or do anything to the device unless it was ''natural.¿¿ additional information was received and reported that the patient did have an infection at the ins pocket site with redness and inflammation. The patient reportedly wanted the device removed. It was stated that the patient¿s primary care hcp put the patient on antibiotics for cellulitis. It was noted that there was a broken lead at c1. Additional information was requested but not yet received.

Manufacturer narrative:
Concomitant products: product ID 377875, lot # v002520, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).